Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 3a endoleak and sac growth were unconfirmed and contributing factors could not be identified due to a lack of the relevant medical information. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported being stable post the secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with strata.¿

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a suprarenal aortic extension and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8.5 years post initial procedure, patient presented to the emergency room due to a fall. A computed tomography angiogram (cta) revealed aneurysm growth and a type 3a endoleak. A re-intervention was completed. The physician elected to a re-line the existing grafts with a bifurcated stent graft and a suprarenal stent graft extension. The patient was reported as doing fine.